Manufacturer narrative:
The pump powered up properly after battery installation. No display anomaly was noted. The pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector was noted. No button keypad/anomalies occurred during testing. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored and no display anomalies were noted. The power connector was plugged in and locked in place. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the device had a display anomaly and buttons were unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.